Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device underwent a visual and functional inspection. The reported issue was not confirmed. It was determined that the product specifications were not met. Additional findings were: corrosion of electrical contacts, defective imaging pixels (white scratches), and loose scope mount. Since the subject device was manufactured more than 15 years ago, the device history record could not be verified. The reported risk/harm is addressed in the instructions for use (IFU): chapter 4 usage: (attention). If the image is dark and does not improve after brightness adjustment, there may be contamination. Wipe the endoscope tip, the rear end, and the cover glass of the camera head with a gauze lightly moistened with disinfectant ethanol. Special light observation: warning. If you feel that the endoscopic image is too dark during nbi observation, return to normal light observation. This may result in incorrect diagnosis. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus, the image was dark on the camera head. There were no reports of patient harm associated with this event.